Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the nozzle, the adhesive around the light guide lens was peeled, and the plastic distal end cover had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the burned plastic distal end cover could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A root cause for the foreign material and peeled adhesive events could not be identified. Based on the results of the investigation, the most likely causes were also not established. The plastic distal end cover event can be detected/prevented by following the instructions for use which state: evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.